Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose of over 300 mg/dl. The customer's blood glucose was 160 mg/dl at the time of call. Customer reported that he is in the hospital and that he cannot see his pump screen. Customer is visually impaired so he cannot see the pump very well. The customer experienced symptoms such as abdominal pain and customer was collapsed. Customer reports they have contacted their healthcare professional regarding the high blood glucose level. The customer was wearing the insulin pump during the hospitalization. Customer was currently in hospital. Customer states that he has had a reaction to the medicine to his diabetes. The insulin pump will not be returned for analysis.